Event description:
It was reported that the customer received a failed battery test alarm even after using a replacement battery cap. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he was using a lithium (B)(4) battery. Advised customer that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Pump was received with failed battery test alarm after battery change due to corroded battery cap contact. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.